Event description:
This is a spontaneous report by a consumer with supplemental information from the physician from the (B)(6) of constipation and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, the patient developed constipation. On (B)(6) 2010, the patient was diagnosed with peritonitis manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was constipation. The patient was hospitalized on (B)(6) 2010 then discharged on (B)(6) 2010 for the peritonitis. Pd therapy was ongoing. On (B)(6) 2010, the peritonitis resolved. It is unknown if the constipation resolved.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.